Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery would not charge past 70% and the pump felt warm while it was charging. During troubleshooting, tandem technical support instructed the customer to leave the pump charging for 30 minutes. During a follow up the customer stated the pump battery had charged to 75%. After removing the pump for the power supply, the battery gauge jumped up to 95%. The customer's blood glucose level was not impacted. During a follow up the customer stated the pump has been charging as expected since the day of the report.